Manufacturer narrative:
The explanted clik anchor was not returned to bsn as it was kept by medical facility. It is indicated that the clik anchor will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients clik anchor was causing discomfort. The patient underwent a revision procedure wherein the clik anchor was removed.